Event description:
It was reported that the patient presented for follow up via merlin.net with over-sensed noise recorded by the implantable cardioverter defibrillator (ICD). No interventions were made. The patient was stable.